Event description:
Related manufacturer report number: 2916596-2021-00890. It was reported that the patient's log file contained multiple low flow alarms from (B)(6) 2021. The cause of the low flow alarms was determined to be hypertension and iron deficiency anemia. Hypertension medications were adjusted. Based on recent echo imaging, it is likely there has been some recovery of left ventricle function. The patient received iron and blood transfusions between (B)(6) 2021. The patient was discharged in stable condition. Further log file analysis showed a temporary loss of power while connected to the mobile power unit on (B)(6) 2021. This was due to a power outage in the patient's home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the submitted log files. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, three log files (a1191132, a2121, a2171) were submitted for review. Two of the submitted log files (a1191132 and a2171) did not contain any events that indicated an issue with the mpu. A review of the submitted log file (a2121) showed events spanning approximately 4 days (08feb2021 ¿ 12feb2021 per timestamp). A low voltage hazard and power cable disconnect alarm was active on 09feb2021 at 10:36:18 ¿ 10:36:21. These alarms occurred while connected to the mpu and appear to be due to a loss of ac power. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. The loss of power event was not active long enough to trigger a no external power alarm. There were no other notable alarms active in the log file. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The device was shipped on 22oct2019. No further information was provided. The manufacturer is closing the file on this event.